Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient experienced a c7 aneurysm. The resistance during delivery was the same as usual, and there was some resistance during deployment. Once it was collected into the microcatheter, it was deployed again at the straightened part. When the pipeline was deployed, the distal part of the stent might be bent. The physician sustained reflux in microcatheter to resolve the resistance.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 228687104); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the distal portion of the stent became trumpet-shaped and could not be deployed when the microcatheter pushed out to place the product in the target site. The distal section of the pipeline had been positioned in a bend. More than 50% of the pipeline was deployed when it failed to open. It had been resheathed 2 or less times. They did not perform some kind of operation, such as using another device to deploy the stent. The resistance during delivery was the same as usual, and there was some resistance during deployment. The pipeline was resheathed and retrieved with the microcatheter. The pipeline used for an indication that is approved and it was prepared as indicated in the package insert. There were no symptoms reported. Postoperative findings related to blood flow imaging found the same product was placed and no particular problems were found.   The patient was being treated for a saccular, unruptured aneurysm in the right internal carotid c7 artery with a max diameter of 7mm and a neck diameter of 5mm. Blood vessel diameter in the landing zone was 3.4 mm on the distal side and 3.5mm on the proximal side. Vessel tortuosity was moderate.